Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The reported event cannot be confirmed since the device is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a bioprosthetic mitral valve was explanted after an implant duration of 8 years and 5 months due to severe mitral stenosis. A failed attempt to implant a transcatheter valve was performed. The transcatheter valve was inadvertently deployed into the lvot and caused significant aortic valvular insufficiency. It was clear the patient was not going to survive and conversion to sternotomy was required. The transcatheter valve was removed and redo mvr was performed. Aortic valve repair/resuspension was also performed on the patient's aortic valve. It was felt that the aortic insufficiency was mild at best. The patient was weaned from cpb and transferred to recovery in excellent hemodynamic status but tenuous overall.